Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was unknown. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were more than 8 cm long which would cause high blood glucose levels in the morning. Customer's mother believed the piston in the insulin pump does not work properly. Customer performed the displacement test and passed. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.